Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was placed via the femoral artery to support a patient admitted to the hospital with cardiogenic shock and acute myocardial infarction. The pump was placed in the cardiac catheterization lab and it was noted that the patient's hemoglobin was 2.6 g/dl. After pump placement, the patient's abdomen and right flank were noted to be taut and hardened. Subsequently, the patient was transfused with two units of whole blood. Following the blood transfusing, the patient began coding. The patient expired during impella cp support. It was noted that the impella access site remained dry, clean, and intact throughout the case. It was additionally noted that the pump remained in the patient, and the device was not expected to be returned for investigation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.